Event description:
Report received from (B)(6) stating that the device would wobble with attachments. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental MDR will be sent. (B)(4).